Manufacturer narrative:
The removed material is intended to be sent to 3rd party laboratory for analysis per pas002, and they have not yet provided their report. If any information from this analysis suggests a change in the results of this investigation a follow-up will be submitted as required within 30 days. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Physician informed their sales representative that this patient had experienced a pars fracture due to more than normal bone removal during the barricaid implantation.